Manufacturer narrative:
(B)(4). Returned test strips and meter evaluated with no defect found. Most likely underlying root cause of malfunction; user had poor test strips storage, user had inaccurate reference.

Event description:
Consumer complaint of high blood results. The customer states he had to call 911 because his truetrack meter registered 498 mg/dl and when emergency medical services arrived their meter read 180 mg/dl. Expected blood result ranges between 132 mg/dl - 170 mg/dl reviewed the last 5 blood results in the meter memory: (all results listed below were fasting without medication).